Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was displaying service code 204. The cause is a disruption in communication between the monitor and belt. The cause of disruption in communication is damaged connections for the smd crystal oscillator component y402, which is necessary for communication between the monitor and belt. The root cause for the damaged crystal oscillator connections cannot be positively identified, but may have been a result of physical abuse. No adverse event resulted from the defective y402 oscillator connections. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement monitor.